Manufacturer narrative:
Follow-up #1: date of submission 03/16/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 03/04/2016 with the following findings: a review of the pump black box data indicated revealed that information from the event date had been overwritten due to continued use. The available daily insulin delivery totals correctly reflected the user¿s programmed basal rates. During testing, the pump was exercised for 24 hours successfully. The pump was found to be delivering accurately within required range. The complaint of an inaccurate delivery issue was unable to be duplicated due to pump information being overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the user experienced high blood glucose. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a history/settings issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.